Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient saw their doctor on monday the 11th, and stimulation was set to 0.5v. Patient reported they increased stimulation to 0.6v on tuesday but then yesterday decreased stimulation to 0.5v. Patient reported they were experiencing pain in their back around the implant site, and reported their back was sore and hurting. Patient also reported they were experiencing ¿shooting pain from the device¿ and reported ¿it felt ¿like it¿s pinching¿ and was making them sore. Patient reported they attempted to reach out to health care professional (hcp) but they were out of the office until monday. Patient mentioned they were not having pain ¿when it was up.¿ patient noted that they were told by the rep that they might get sore if they increase stimulation. Patient services recommended turning stimulation down if they were more comfortable that way until they could meet with hcp. It was also reviewed it was not abnormal to experience soreness around implant after surgery. There were no further complications reported. Additional information was received from the patient. It was reported that the device gave them great discomfort. They called the doctor's office multiple times, only to have to go in and "let them adjust it via remote". The staff did not "hear" them when they told them they were in pain with the implant. It was giving them more discomfort than relief. On (B)(6) 2021, they had the device removed. Now, after the removal, they were suffering with severe peripheral neuropathy in their lower body. Their right big toe was contracted and they suffered with spasms frequently. The pain was still in the former site. They were now totally bladder incontinent. The system had damaged their body and health and there was no reversal.